Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. The additional patient effects of hematoma, pain, surgical procedure and hospitalization are related to operational context of the procedure. The reported patient effects of hematoma, occlusion and pain are listed in the supera instruction for use (IFU) as potential adverse events associated with the use of the device.

Event description:
It was reported the procedure was to treat a chronic totally occluded lesion in the proximal right superficial femoral to the proximal popliteal artery. Pre-dilatation was performed with an armada 18 balloon catheter. A supera stent was advanced and implanted in the proximal/mid lesion in the sfa successfully. A second supera was advanced to treat the distal lesion in popliteal artery, but during deployment the stent elongated and partially deployed 1cm into healthy tissue. Blood flow had been good until the supera stent was implanted at which time subacute vessel closure occurred at the lesion. Additionally, a hematoma occurred at the access site in the popliteal due to a combination of the supera coming back too far as well as the sheath insertion point. The hematoma was treated with manual pressure followed by pressure dressing. The physician commented the deployment issue occurred due to his technique and not due to a device issue. The patient received a femoral /popliteal bypass surgery with positive outcome. The patient is still experiencing leg pain after bypass surgery. It is unknown if it is related to the surgery or the previous supera incident. No additional information was provided.